Event description:
Event description guidant received information that due to a believed micro-dislodgement of this endurance ez lead, there were low r-waves. The physician elected to reposition the lead. The lead remains actively implanted.